Event description:
It was reported that a red alert was noted on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was contacted by the field representative to review and noted high pacing impedances and high out of range shock impedances on the right ventricular (rv) lead. Ts suspected physiologic issues, as they also noted increased thoracic impedances, increased night heart rate, and decreased physical activity. A wellness check was provided, and the patient was found to be deceased. The last scheduled transmission did not transmit appropriately though the patient position did not change for several days. Ts investigation is ongoing and will be updated when further information becomes available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a red alert was noted on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was contacted by the field representative to review and noted high pacing impedances and high out of range shock impedances on the right ventricular (rv) lead. Ts suspected physiologic issues, as they also noted increased thoracic impedances, increased night heart rate, and decreased physical activity. A wellness check was provided, and the patient was found to be deceased. The last scheduled transmission did not transmit appropriately though the patient position did not change for several days. Ts investigation is ongoing and will be updated when further information becomes available. This event was previously reported in a trend and it no longer meets criteria for such trend inclusion.